Event description:
Allergan aesthetics received a report of a patient treated middle and lower abdomen with coolsculpting developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Upon further review of record, it has been determined that the entire abdomen is affected with paradoxical hyperplasia (ph). The patient was treated on (B)(6)and (B)(6)of 2019 with the cooladvantage system applicators.

Manufacturer narrative:
Corrected data: a6 b5 d1 g1 h6